Event description:
Per (B)(6) the joystick was replaced under the recall several weeks ago but her mom is still experiencing intermittent electronic issues. Per (B)(6) the chair turns on but the joystick function to move the chair is not working, resulting in her mom not being able to get around.